Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump delivery is inaccurate. No adverse event reported. Product not requested for return at this time; customer to meet with hcp.